Event description:
It was reported that the patient is experiencing pain as well as lack of flexibility and looseness of the implants. While the patient was in rehabilitation following her surgery, a (B)(6) infection was discovered. (B)(6) 2010 she was put on antibiotics. The patient returned to the hospital so the surgeon could flush out and manually manipulate the joint. The patient reported that (B)(6) was a good month. In (B)(6) 2010, the patient's knee was flushed out and manipulated. (B)(6) 2011, scar tissue was removed arthroscopically and the knee was manipulated again. Revision surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.